Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from india reports an event as follows: it was reported that during a trochanteric fixation nail advance (tfna) nailing procedure on (B)(6) 2018, the nail got stuck in the insertion handle (zig) and was not disengaging after the procedure. The surgeon withdrew the entire assembly along with the insertion handle and had to reinsert another nail with another insertion handle. The surgery time increased due to changing of nail and insertion handle (zig). There was no patient consequence. Concomitant devices: connecting screw (part: 03.037.010, lot: unknown, quantity: 1) this report is for a titanium (ti) cannulated tfna nail. This is report 1 of 2 for pc-(B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Further it was reported that the surgery time increased for 20 minutes due to changing of nail and insertion handle (zig). The patient was stable after the procedure. There was no patient consequence reported.